Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto 3 system and mid procedure, a vertical map shift of 17 millimeters noticed. No errors or alerts were observed on the carto 3 system and there was no respiratory graph change. A single plane flouro arm was in use and no metal was introduced into the field. No adverse patient consequences were reported.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto® 3 system and mid procedure, a vertical map shift of 17 millimeters noticed. In the initial, the date received by the manufacturer was incorrectly dated as 7/4/2018. The correct date the manufacturer received additional information was on 6/28/2018. Additional information was received on 6/28/2018 indicating no errors occurred on the system. Map shift was noticed when ablating up the posterior wall. The physician did not provide a causality opinion for the cause of this adverse event, but mentioned the anatomy seemed to be off. Remapping was done and confirmed the entire map had shifted in a vertical manner. The approximate difference in catheter location before and after map shift was 17 mm. No patient movement and no cardioversion occurred. The investigational analysis has been completed. The field service engineer fse spoke with the bwi representative. Per the bwi representative, rebooting resolved issue. Service was declined. System is ready for use. Device history record DHR review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. In addition, the manufacture date 04-dec-2014. Corresponding fields have been updated. Manufacture ref no: (B)(4).